Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the sedline module provide high psi values. No patient impact or consequences were reported.

Event description:
The customer reported the sedline module provide high psi values. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. Waveform and measurement values (including dsa and psi) are displayed with sedline test plug. No artifacts or abnormal signals were observed with tester. No errors or interruptions to measurements observed were and no loss of measurements were observed with cable bending. The unit was found to visually and audibly alarm during alarm conditions. Psi comparison measurements were obtained using a masimo eeg sensor and no inaccuracies were observed. The unit was determined to be fully functional. Corrected data: device MFR date was updated from a blank field to "07/02/2015."

Event description:
The customer reported the sedline module provide high psi values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. Waveform and measurement values (including dsa and psi) are displayed with sedline test plug. No artifacts or abnormal signals were observed with tester. No errors or interruptions to measurements observed were and no loss of measurements were observed with cable bending. The unit was found to visually and audibly alarm during alarm conditions. Psi comparison measurements were obtained using a masimo eeg sensor and no inaccuracies were observed. The unit was determined to be fully functional.